Event description:
It was reported that the customer alleged the pump was "delivering too much" insulin and also "not delivering enough" insulin. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot and declined to provide additional information regarding the events and the alleged root cause could not be confirmed. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.